Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable fault 23068 was displayed on universal surgical manipulator (usm) 2. The customer reported that when they recovered the fault, it would return. Prior to the call, the customer power-cycled the system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found multiple errors pointing to usm 2. The customer stated that they would disable usm 2 and continue the case with the remaining 3 usms. Isi followed up and obtained the following additional information: the customer requested instructions on how to re-enable usm 2. The tse instructed them to hard power-cycle the patient side cart (psc). The customer performed the hard power-cycle, however the issue persisted. The customer disabled the usm and continued with docking. Additionally, the customer called back again to report issues with the targeting function. The tse advised the customer to manually adjust as usm 2 is disabled. The customer manually adjusted and docked. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 2 due to recoverable fault 23068. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system, and it failed normal mode. During the normal tests, the unit triggered a couple of 1173 errors and a 23068 error pointing to degrees of freedom (dof) 6. The instrument sterile adapter (isa) printed circuit assembly (pca) was exchanged with a test isa and the errors disappeared. The unit was then put on the patient side cart (psc) fixture test platform, and it passed all tests related to the reported problem. The original isa pca was returned for testing and the 23068 error reappeared. The unit passed the direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, and carriage/axes controller motor (acm) fan and fiber tests.